Event description:
The following is a report of peritonitis received by baxter global pharmacovigilance (gpv) from a consumer in the us with supplemental information from a peritoneal dialysis nurse (pdn). On (B)(6) 2012, the home patient (hp) experienced peritonitis. The hp reported that she was hospitalized on (B)(6) 2012 for the peritonitis with culture positive for staphylococcus (staph) (unspecified). On (B)(4) 2012, baxter global pharmacovigilance followed up with the pdn and received the following information. The pdn confirmed the diagnosis of peritonitis coincident with dianeal 1.5% pd2 and dianeal 2.5% pd2 solutions. The cause of the peritonitis is unknown. The pdn could not confirm the causative organism was staph as reported by the consumer. The pdn clarified the patient was hospitalized (B)(6) 2012 for the peritonitis. Treatment included a three week course of ip (intraperitoneal) antibiotics (unspecified) not yet completed at time of the report. The pdn confirmed the patient was recovering. Peritoneal dialysis (pd) therapy was ongoing. No hospital discharge summary was received by the pd clinic. The pdn reported the event was not related to a baxter pd device or solution.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). This complaint for peritonitis is not confirmed. No device malfunction or use error was identified. A review of all batch record documents was performed on potentially associated lots h11f06043 and h11g29043 with no issues noted during the manufacturing process. There were no deviations from standard procedure.